Manufacturer narrative:
(B)(4). The lot history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a whipple procedure, the first firing the surgeon fired a blue reload with no issue, the second and third firings the surgeon fired green reloads with no issue. The fourth green reload as soon as the surgeon closed the jaws the gun fired by itself. The surgeon fired the device to have the knife blade withdraw, they loaded a fifth reload and the device wouldn't fire after that. The fifth reload was removed from the device and placed in another device of the same product code to complete the case. The staple formations were good throughout the case. The battery was warm to the touch when the sales rep went to remove it after the case. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Investigation summary: the analysis found that one pcee60a device was returned for analysis with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. The returned battery was disassembled and inspected. No damaged to internal cells, contacts, welds or drain. 0v top 0v bottom. 0.1 ohms top 0.1 ohms bottom. A manufacturing record evaluation was performed for the finished. Device [lot/serial/batch] number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Batch # r5a421. The analysis found that one pcee60a device was returned for analysis with no cartridge loaded on the device. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the switch actuator post was found to be broken leaving the switch actuator loose which lead the device not to fire. Although no conclusion could be reached as to how the device became damaged, it should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.